Event description:
It was reported that ketamine was scanned at 0652 with a concentration of 500mg in 250ml normal saline bag. The bag was noticed by an rn around 8am to be "dry". The patient experienced temporary hypotension. Hospital biomed performed their own testing of the device and the following are their findings: assessment: no physical damage was found during the investigation of this midas, examined both internal and external condition of the device and could not identify anything that would contribute to the midas event. Downloaded event logs from asset # htm018776 and htm026568 and discovered numerous rate changes, infusion restarts, and several patient side occlusion errors. Emailed jessica kerley asking for more details. Medication bag and IV line were provided. Confirmed vtbi and rate from jessica kerley, 2.4ml/hr vtbi 250ml. Due to length of infusion will set up with provided IV pump and pcu with exact settings and document progression of infusion 1 hour and 8 minutes after start of infusion. Medication bag and IV line were used for this test infusion. Confirmed infusion wasn¿t completed in 1 hour and 8 minutes. After 5 ½ hours of infusing at a rate of 2.4ml/hr 10.63 ml was infused, 21% short than the expected 13.2ml. Will set up test infusion again with test IV line and bag. Set up secondary test infusion with test IV bag and line. Set up same rate and vtbi as before 2.4ml/hr with a vtbi of 250ml. Started infusion at 7am, ended infusion after 5 ½ hours, and found the amount infused as 12.83 ml, 2.84% difference than target 13.2. 2.84% indicates the device is operating within spec with test IV line and bag. At the request of the director of pointcore htm, the pump was disassembled to assess for cracks or other anomalies with the pumping assembly. No cracks were noted, however there was minor corrosion found on the edges of the case assembly. This corrosion will not contribute to any operational issues with the pump. Conclusion: using the information provided by the midas work order, the event logs, and jessica kerley, while investigating the device using the IV line and medication bag provided by the clinical staff actually under infused than over infused mention in the work order, used a vtbi of 250ml with a rate of 2.4ml/hr for that investigation. For the second test using a test IV line and IV bag, but same settings used as before, was unable to duplicate any errors regarding over or under infusion. Device performed within 2.84% of tolerance which is accepted between 3.4% per manufacturer guidelines. No physical damage was noted on the pump which would contribute to the issues reported.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. Correction: describe event or problem. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that ketamine was scanned at 0652 with a concentration of 500mg in 250ml normal saline bag. The bag was noticed by an rn around 8am to be "dry". There was patient involvement, but impact was unknown. Hospital biomed performed their own testing of the device and the following are their findings: assessment: no physical damage was found during the investigation of this midas, examined both internal and external condition of the device and could not identify anything that would contribute to the midas event. Downloaded event logs from asset # htm018776 and htm026568 and discovered numerous rate changes, infusion restarts, and several patient side occlusion errors. Emailed (B)(6) asking for more details. Medication bag and IV line were provided. Confirmed vtbi and rate from (B)(6), 2.4ml/hr vtbi 250ml. Due to length of infusion will set up with provided IV pump and pcu with exact settings and document progression of infusion 1 hour and 8 minutes after start of infusion. Medication bag and IV line were used for this test infusion. Confirmed infusion wasn¿t completed in 1 hour and 8 minutes. After 5 ½ hours of infusing at a rate of 2.4ml/hr 10.63 ml was infused, 21% short than the expected 13.2ml. Will set up test infusion again with test IV line and bag. Set up secondary test infusion with test IV bag and line. Set up same rate and vtbi as before 2.4ml/hr with a vtbi of 250ml. Started infusion at 7am, ended infusion after 5 ½ hours, and found the amount infused as 12.83 ml, 2.84% difference than target 13.2. 2.84% indicates the device is operating within spec with test IV line and bag. At the request of the director of pointcore htm, the pump was disassembled to assess for cracks or other anomalies with the pumping assembly. No cracks were noted, however there was minor corrosion found on the edges of the case assembly. This corrosion will not contribute to any operational issues with the pump. Conclusion: using the information provided by the midas work order, the event logs, and (B)(6), while investigating the device using the IV line and medication bag provided by the clinical staff actually under infused than over infused mention in the work order, used a vtbi of 250ml with a rate of 2.4ml/hr for that investigation. For the second test using a test IV line and IV bag, but same settings used as before, was unable to duplicate any errors regarding over or under infusion. Device performed within 2.84% of tolerance which is accepted between 3.4% per manufacturer guidelines. No physical damage was noted on the pump which would contribute to the issues reported.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 : no devices received, log review only.